Event description:
On (B)(4) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was 400 mg/dl with shortness of breath and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. Reportedly, the total daily dose basal history did not correlated appropriately to the programmed basal rates because of a suspend use error. It was determined during troubleshooting that diabetes management factors contributed to the alleged hyperglycemia and the patient was referred to a healthcare provider for diabetes management. There was no allegation or indication of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to use error of the device.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.